Manufacturer narrative:
Coopersurgical, inc. Is investigating the condition reported on repair order log (B)(4). Ref: (B)(4).

Event description:
Review of repair order log (B)(4). "Provider states knobs extremely difficult to turn guage does not work correctly all of the time, has not been serviced in at least 6 years". While "trying to do cryo retinopexy" and the "procedure had not begun". There was "no" patient injury, "no" additional medical attention. Additionally customer stated the following : -was there a potential health risk? "Yes"; "patient could have lost vision". Ref (B)(4).

Manufacturer narrative:
Ref : e-complaint-(B)(4). Investigation x-inspect returned samples analysis and findings a review of the 2 yr complaint history reveals no similar issues. A review of the DHR is not available, but not relevant for this investigation. Service & repair confirmed the unit was not functioning properly. A wear item within the high pressure regulator had caused drift in pressure. Adjustments via the knob would eventually not compensate giving the appearance the knob was not adjusting properly when the regulator was the real issue. Additionally, the foot pedal valve was leaking which will cause the pressure to shut off/drop and defrost the tip. Both items had been worn over the years. This unit is 29 years old. Records show this unit had come in under log 66893 in 2012 requiring the replacement of another wear item, the 3-way valve. The root cause for this complaint condition is being attributed to end user misuse and normal wear and tear for such an old device. Note: this item is no longer in production. It has been replaced with the ce-2000. Correction and/or corrective action none - no applicable correction available to train to. The unit was repaired at a charge and returned to the customer. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes preventative action activity this complaint will be entered into the coopersurgical continuous improvement plan (cip).

Event description:
Review of repair order log 90652 "provider states knobs extremely difficult to turn gauge does not work correctly all of the time , has not been serviced in at least 6 years" while "trying to do cryo retinopexy" and the "procedure had not begun" there was "no" patient injury . "No" additional medical attention . Additionally customer stated the following : -was there a potential health risk? "Yes" "patient could have lost vision" ref e-complaint-(B)(4).